Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device and no stent in the device the device was identified from the strain relief, . The silver outer sheath was observed to be pulled down from under the stain relief at approx. 20.5cm and the blue outer sheath was located at 37.5cm from the strain relief, two kinks were observed along the gold outer sheath, at approx. 39.5cm and 53cm from the distal end of the device, the handle was opened and the pull wire was noted to have come away from the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use a everflex entrust 7x100x150 in the superficial femoral artery, proximal mid distal peripheral artery(s). Calcified and plaque lesion, minimal tortuosity and moderate calcification. 70-90 % lesion stenosis, lesion length 200mm and a rtery/vein diameter 5-6mm. A 5fr sheath with a 035 benson gw was used. IFU was followed. Embolic protection was not used, the vessel was pre-dilated with bard dilation device. The device did not pass through a previously deployed stent and no resistance was encoun tered when advancing the device. The thumbscrew/lock-pin was checked for securement prior to procedure. It was reported that there was deployment issues, the stent pre-deployment (on way to target site) in the patient. Partial deployment, 75% of the stent deployed and the distal part of the stent got stuck in the inner sheath and would not release the stent. Physician ended up using force and pulled the stent catheter out through the 5fr sheath. The tip of the stent sheared off. Attempts were made to remove the stent but remains in the patient. No deformation noted to the deployed stent and the delivery system was safely removed. No other actions taken as a result of the pre-deployment, no injury/intervention associated with this event and no vessel damage. A new device, evd35-07-100-150 was used to complete the procedure.